Event description:
It was reported that (1) device was used during a ventral hernia. It was reported by the rep that a pt had a ventral hernia from a c-section and entered the 511ht trocar in the umbilical port without insufflation. No dense adhesions were noted. 24 hours later, the pt had signs of acute abdomen. The findings at exploration(reoperation) were a 1cm clean hole in anterior lateral duodenum wall 2nd to 3rd part and small hole in posterior lateral wall of duodenum. There was no vascular or portal injury. They repaired the omental injury with a patch and the area widely drained. The pt became severely hypotensive and the duodenal wall was closed and the case completed. The second reoperation was done to resect a small piece of small bowel. The pt had an extended hosp stay. The device was discarded.